Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and upon interrogation the right atrial lead exhibited high impedance measurements. The trend was noted to have gradually increased over the past several months. The lead also exhibited loss of capture in bipolar mode. The physician elected to reprogram the device to unipolar mode and continue monitoring the patient.